Event description:
It was reported the patient received the following results within 15 minutes: 495 mg/dl, 359 mg/dl, and 225 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 495 mg/dl, 359 mg/dl, and 225 mg/dl.